Event description:
A trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography procedure on a male patient (weight unknown) in 2008. According to the complainant, once the stone was captured, "the physician added[ed] pressure on the basket to burst the stone [when] the steel-wire of the trapezoid rx [lithotripter compatible basket] basket broke off." The physician retrieved the wire using an unknown device and the procedure was completed with an unknown device. At the conclusion of the procedure, the patient's condition was reported as "fine."

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the broken basket wire is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The february 2008 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was received, no unfavorable trend was noted.